Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose level. The customer's blood glucose level was 46 mg/dl. The customer also reported that there was a large difference between her sensor glucose and blood glucose values. Insulin delivery was not suspended due the difference in her values. The customer was assisted in troubleshooting. The insulin pump will not be returned for analysis.